Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer reset during analyzer mode and required reset. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment about the analyzer. It was noted that the patient connector pin sockets were damaged. The analyzer was replaced from restock; the device will be sent to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.